Manufacturer narrative:
The devices have not been returned for evaluation; therefore, the investigation is inconclusive for the device being dislodged or dislocated as no objective evidence has been provided to confirm any alleged deficiency with the catheter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unk powerline chronic catheter was allegedly dislodged or dislocated. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. The patients ages, weights, and genders were not provided.